Event description:
The jig does not stay locked in the center position. This caused a 20 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.